Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable results for troponin t hs stat, ck-mb - the mb isoenzyme of creatine kinase stat, il-6, and myoglobin stat for an unknown number of patient samples and qc material. The samples were repeated on a cobas e602 analyzer. Of the data provided for 22 patient samples, only the troponin t results for 17 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The units of measure were not provided. All of the initial results were reported outside the laboratory. Information concerning if any patient was adversely affected was requested, but was not provided. The troponin t hs reagent stat lot number was 187548. The expiration date was requested, but was not provided. The service engineer found a problem with the sipper syringe seals and scrap in the measuring cell. He changed the seals, tubes, sipper nozzle and measuring cell.